Manufacturer narrative:
Background information: quickie q700m base owner manual (ID 247553, rev g), page 9 cautions the user to avoid puddles of water. This chair, upon inspection, show clear signs of water damage inside the unit as well as dirt and clay sprayed up on the outside and into the internal compartment of the wheelchair. These wheelchairs are not designed to be water tight and water must be avoided. Conclusion: against manufacturer's advice, this chair was driven through sufficient amounts of water and dirt over the course of time to cause contamination inside the components of the chair that led to degradation of the internal components. Engineering evaluation confirms that this degradation most likely contributed to the fire. There was no malfunction of the chair as it operated as intended. The cause of the fire was most likely user abuse (i.e., driving through water). This report is being filed out of an abundance of caution, but sunrise medical considers this case closed.

Event description:
The client was in the chair (quickie q700m {midwheel drive} power wheelchair, equipped with sedeo pro power seating system) in his garage when it caught on fire. Dealer stated there was actual flaming from the chair; however, the client was able to get out of the chair without injury. He stated the location was where harness goes to an actuator. He also stated that when the clients' wife put the fire out, she used the seat elevator to get to the location of the fire. Dealer viewed chair on (B)(6) 2021 and claims chair is abused and covered in mud/clay. User lives in new construction area and there is no grass yet. Dealer claims chair showed signs of water damage also. According to what dealer saw, the area was inside the lift module.